Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between the transmitter and the insulin pump, pump scratches on its screen, lost sensor alarm, change sensor/bad sensor, sensor updating/sg not available and also had leak in reservoir. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7841zn, mmt-7040a. Troubleshooting was performed. Customer reported a loss of communication between the transmitter and the pump. Customer received a change sensor alert. Customer is unable to run a transmitter test and/or test passed. Customer reported physical damage (scratch) on the pump. Pump is functioning as designed. Reservoir leak customer reported a reservoir leak. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-7841zn. No product return is required for mmt-7040a.

Manufacturer narrative:
The pump passed the displacement test and self-test. Pump communicated and calibrated properly with test guardian link transmitter. No lost sensor alarm noted during testing. Pump was monitored with guardian link transmitter and no lost connection noted during testing. Pump was cut open to perform visual inspection and there is evidence of moisture damage found on the force sensor. The following were noted during visual inspection: battery tube threads cracked, scratched case, overlay scratched, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay. P-cap was attached and locked into place properly. No communication pump to transmitter is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.